Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted and stretched in the middle of the profile pushing the stent over both the distal and proximal markerbands. Therefore the stent moved on the balloon both proximally and distally. A review of the associated batch records was performed and the maximum crimped stent profile measurement was reviewed. The product stent protector was not returned for analysis with the device however a review of the specified inside diameter of the stent protector internal diameter was reviewed. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident, the damage most likely occurred during the preparation and handling of the device following removal of the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the device was attempted to insert, it was noted that the stent strut had been deformed and stretched. The procedure was completed with another 4.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the device was attempted to insert, it was noted that the stent strut had been deformed and stretched. The procedure was completed with another 4.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.